Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not working. Customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: through follow-ups, key market (km) indicated that the reported problem was confirmed. The manufacturer's field service engineer (fse) was dispatched to the site and identified the power supply was defective. Resolution and disposition: the fse replaced the power supply and the main harness to address the reported problem. The unit was returned back to service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.